Event description:
It was reported that this implanted device was part of system revision due to infection. No additional adverse patient effects were reported. The implanted device was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.